Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. I all three components, the applicator outer shaft, the applicator inner shaft and the applicator knob are jammed together. The release button of the applicator knob is blocked. A functional test cannot be carried out as the devices are jammed together and cannot be separated. A dimensional inspection cannot be carried out as the devices are jammed together and cannot be separated. Conclusion: the complaint is confirmed for damage codes "unable to disassemble." And "jammed/seized". Even if the applicator knob on the applicator outer shaft is jammed, it can be turned back and forth a little bit. The audible frictional noise indicates a lack of lubrication. Although we are not able to determine the exact root cause of the damage, we suspect that the instrument was not lubricated. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, assembling of two (2) applicator knob and applicator outer shaft were difficult, the parts are jamming and it's hard to disassemble the instruments. It is unknown how was the issue discovered. There was no procedure and patient involvement. This complaint involves four (4) devices. This report is for one (1) unk - insertion instruments. This report is 3 of 4 for (B)(4).

Event description:
Updated event description: device report from synthes reports an event in germany as follows: it was reported that assembling of two (2) applicator knob and applicator outer shaft were difficult, the knob cannot be removed from the outer shaft, the parts are jamming and it's hard to disassemble the instruments. The knob was very stiff and could not be separated after countless back and forth turning. The inner shaft could be fix well. It was during training with the instruments when the allegation was determined. There was no procedure and patient involvement. This report is for one (1) unknown inner shaft.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. D1, d2, d3, d4, g5-510k: this report is for an unknown inner shaft/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.